Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio seal device was difficult to insert. The following information was provided by the user facility: it was difficult to insert the locator/insertion sheath assembly into the artery; hemostasis failed and the clinician performed manual compression to achieve hemostasis; the diameter of the vessel is 7 mm and the size of the sheath ancillary used was 6fr; the estimated blood loss reported was less than 250 cc; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no 1. To provide the evaluation results. The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The cause of the reported event remains unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.